Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges when attempting to deliver a bolus. It was reported that the customer's blood glucose level was 600 mg/dl. Customer delivered a correction bolus via insulin pens. It was indicated that the customer would continue using the pump and had insulin pens available as alternate insulin therapy.